Manufacturer narrative:
The lv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was hospitalized for heart failure symptoms. It was determined that there ws loss of capture on the lv lead due to a sudden increase in pacing threshold measurements above what was observed at implant. The duration was increased to resolve the issue. No additional adverse patient effects were reported.